Manufacturer narrative:
(B)(4). E1: initial reporter postal code - (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced loss of consciousness and an ambulance was called. At an unspecified time of the event the cgm was reading 70 mg/dl and the blood glucose reading was 20 mg/dl. The patient was treated with IV unspecified medication. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.